Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that they followed up with the patient today. The patient was seen by (B)(6) on (B)(6) 2017 and it was reported that everything is working fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient¿s stimulation wasn't being effective and they were unable to feel it on a certain program. The manufacturer representative noted that the issue started a month prior to the date of this report. Additional information received from the manufacturer representative on 2017-jan-30 reported that the cause of the patient not feeling certain programs and the stimulation being ineffective was not determined. The manufacturer representative stated that they had been unable to reach the patient for troubleshooting. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.